Event description:
I fight black out spells, memory problems, pain, prolonged periods, stomach bloating, severe bleeding during periods, heaving cramping, chest pains, blood in urine done at my pcp's office as of (B)(6) 2014 and it was present while I was pregnant, pregnancy ((B)(6) 2013), preterm labor, pain in pelvic area that was stabbing, numbness in legs and feet, loss or gain of appetite fatigue,insomnia, back pain, pelvic pressure,painful intercourse, nausea, body aches, metal allergies to nickel. (B)(4).